Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. H2: additional information: sections b5 (describe event or problem), d7a (sud reprocessed and reused?), h10 were updated based on additional information received on december 07, 2023.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 for the treatment of indeterminate stenosis. When passing a pentax cholangioscope through the working channel of an olympus scope during the procedure, the sponge from the rx locking device biopsy cap detached and remained inside the cholangioscope. They removed the cholangioscope and saw the sponge was stuck in the working channel. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. The procedure was able to be completed. There were no patient complications reported as a result of this event. ***additional information received on december 07, 2023*** it was reported to boston scientific corporation that an rx locking device biopsy cap was used in biliary ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 for the treatment of indeterminate stenosis. When passing a pentax cholangioscope through the working channel of an olympus scope during the procedure, the sponge from the rx locking device biopsy cap detached and remained inside the cholangioscope. They removed the cholangioscope and saw the sponge was stuck in the working channel. A water-soluble lubricant was applied on the biopsy cap prior to use. They tried to retrieve the foam piece with forceps. However, they could not get it out. The procedure was cancelled, and the patient had to be rescheduled for another day. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on november 14, 2023 for the treatment of indeterminate stenosis. When passing a pentax cholangioscope through the working channel of an olympus scope during the procedure, the sponge from the rx locking device biopsy cap detached and remained inside the cholangioscope. They removed the cholangioscope and saw the sponge was stuck in the working channel. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. The procedure was able to be completed. There were no patient complications reported as a result of this event.